Event description:
Shaft frosted during pretest. Used another probe and completed the case.

Manufacturer narrative:
Malfunction occurred during pre-testing, no patient contact or injury reported. Device received and evaluated. Evaluation confirmed the reported issue of shaft frosting. Investigation identified a vacuum sleeve failure.

Manufacturer narrative:
Event information provided but very little product specific information. Reporter stated that probe is to be returned. Repeated attempts to have probe returned and to gain additional information have been unsuccessful. If product is returned or additional information is received, a follow-up MDR will be submitted.